Event description:
It was reported that the removal difficulty occurred. The 90 percent stenosed target lesion was located in the severely calcified and severely tortuous proximal to mid left anterior descending (lad) artery. A rotawire drive was selected for use. During the procedure, the opaque tip of the guidewire got trapped in the thin area of the distal lad and felt stretched. The procedure was completed with another of the same device. There were no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The returned wire was visually and microscopically examined. Inspection of the device found that the spring tip was slightly stretched, but the structure of the spring tip had not been compromised. There were no damages identified on the remainder of the device. As the advancer used during the procedure was not returned for analysis, functional testing was performed using a test advancer. The returned wire was able to pass through the test advancer with no resistance or issues. Product analysis confirmed the reported event, as there was slight stretching of the spring tip. The returned wire was able to pass through the test advancer with no resistance or issues

Event description:
It was reported that the removal difficulty occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. A rotawire drive was selected for use. During the procedure, the opaque tip of the guidewire got trapped in the thin area of the distal lad and felt stretched. The procedure was completed with another of the same device. There were no patient complication reported.